Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows that issue with joystick could not be duplicated and issue with right motor also could not be duplicated. Left motor standoff is missing allowing for a loose connection. Motor calibrated and ran properly during bench test. Unable to test under load. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Chair loses calibration and drives erratically.